Manufacturer narrative:
Pc- new patient code was added to both ips in order to capture the patient sepsis, therefore the following updates were done: pc-new patient code was replaced with pc-wound infection. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical review of this file, it has been determined that the patients symptoms were most likely indicative of septic shock. Patient codes have been updated. Note: this complaint is the duplicate of manufacturer report number: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that this complaint is a duplicate of manufacturer report number: 1645337-2019-12562 . This pc will report the final reporting and complete documentation of this event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, additional information received, indicated that the patient underwent removal with no replacement manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. According to the information received, it was reported a patient developed breast pain, infection, skin reaction, deflation on a breast implant and other symptoms. Mentor product analysis lab discovered a leakage at the valve. No other anomalies were discovered. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a primary breast augmentation with mentor smooth round moderate profile 425cc saline breast implants which the left side deflated after implantation. Patient noticed in (B)(6) she was having discomfort under her left armpit and side of her implant. Ultra sounds came out ok. On (B)(6) 2019 patient work up sick. Went to the emergency room and an ultrasound was performed and said it's a deflated implant. She is now fighting an infection and weakness in her left arm. Patient also reported redness and discoloration of skin, warm to touch, fevers, migraines, pain, tenderness on breast, vomiting, nausea, blood pressure doped dangerously low. As a result patient had the device removed on (B)(6) 2019. This report is for the left side.